Event description:
Patient was revised to address knee pain. Osteolysis, poly wear of the insert, and loosening of the tibial component were found intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.